Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device randomly shut off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.